Event description:
Account reported that they were having ise precision problems and gave four examples (initial result/repeat result) sample 1 na: 231/134, k: 7.4/3.6. Sample two k: 9.5/4.8. Sample three k: 3.7/3.0. Sample four k: 4.6/3.9. The incorrect results were not reported. The field svc rep was unable to determine a cause for the discrepancy.